Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided during a callback on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. According to the call review, the patient said she was calibrating her readings and it showed calibration not accepted. During breakfast time her dexcom reading was low but her fingerstick reading was around 340-360 mgdl. That¿s why she took 5 units of insulin. She experienced malaise and syncope. She said she woke up sweating on the floor. When she was conscious, she checked her fingers and it was like 58 mgdl and her dexcom was showing around 80-90 mg/dl. Then the patient had a brief sensor error issue. She changed her sensor. She did not call medical assistance. Reversal of hypoglycemic shock was not discussed during the call. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. During breakfast time, the reported glucose values fall within the d zone of the parkes error grid. When the patient was conscious, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient had malaise and diaphoresis while the cgm was low and the bg was 360 mg/dl. At some point, the patient self-treated 5 units of humalog insulin because she felt symptoms like sweating. The patient did not seek medical attention. According to her, after 5 hrs, the receiver and mobile device both showed no readings and that's when she pass out when she went to the kitchen. She didn't noticed how long she was unconscious and she woke up lying on floor because her dogs kept licking on her face. When she was conscious, there was readings on her dexcom (cgm not documented), but reportedly still inaccurate, so she removed the sensor. The glycemic state during that time was not described. No additional treatment was documented. She was reportedly good during the call 2 days later. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).